Event description:
Attached a 4.5 gram vial of piperacillin and tazobactam (apotex corp ndc 60505-6159-0 lot ah108026f2 exp 7/2023) to an ivpb bag of 0.9% sodium chloride injection, usp 100 ml (ndc 0990-7984-23 ICU medical lot 6035874 exp jul 2024) utilizing a rio drug reconstitution transfer device (ICU medical (B)(6) lot 6040146 exp 2023-06-01). Rn was able to activate system allowing fluid from the bag to enter the vial; after vial powder contents went into solution, she could only get approximately 1/2 of the fluid in the vial to return to the ivpb bag. She contacted the pharmacist and stated it was defective. She was provided another complete bag, vial, and transfer device. She again had the same issue and recontacted the pharmacist. The pharmacist pulled out the instruction illustrations for using the rio device, and along with the IV technician attempted to activate a third bag; even though they followed the provided instructions fully, they still could not get all the fluid from the vial to return to the bag. The IV technician prepared the ivpb traditionally using a syringe and adding to the ivpb bag (patient was an emergent transfer to another facility---product issues caused a delay in patient leaving). Reference reports mw5117235, mw5117238.